Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had connection issues. The following information was provided by the initial reporter: while turning the patient, there was a significant drop in the patient's blood pressure. This required emergent actions, and the physicians were notified and brought to bedside. Medications were administered and were titrated to increase the patient's blood pressure. While placing a backboard underneath the patient, blood was discovered under the patient's back. Upon further investigation, it was found that the IV tubing connected to the patient's rij [right internal jugular] cordis was severed. The medications the patient was receiving to maintain their blood pressure were administered through this line. Due to the disconnection, the patient was not receiving the medications and experienced blood loss from the severed line as well. The severed IV tubing was promptly replaced.

Manufacturer narrative:
The customer reported that product 20038e was disconnected. One sample was received for quality evaluation. Upon inspection of the sample, it was determined that the sample is not a bd product. The sample had a male luer separated from the rest of the assembly. Due to the fact that the product is not a bd product, no further investigation will be conducted. The customer complaint of disconnection can not be confirmed based on the sample submitted. A root cause analysis was not conducted based on the sample submitted not being a bd product. A device history record review for the reported model 20038e lot number 25075326 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.